Event description:
I was told this would be the option for me instead of getting my tubes tide. Since they have been inserted, I have had sever abdominal pain every day, my periods are more painful, I have gained about 40 lbs, I have had spots of endometriosis removed, I suffer with migraine headaches everyday, always feel cold, always feel tired, I just recently received the 2nd lupron depo shot due to the endometriosis that causes even more bad side effects and don't understand how this shot was even passed by the FDA because of all the horrible things it causes. I am going on (B)(6) 2014 to get an ultrasound done because 2 weeks after receiving the 1st shot I developed a swollen throat/ neck on the left side with some kind of mass that feels kind of spongy if you push on it. Having the essure procedure done in the first place is when all of these symptoms started. I regret ever having it done. If I had it to do all over again I would not even think about it. These implants are costing lots of women all over the world there lives and doctors don't seem to even care. I believe that they should be taken off the market not tomorrow, or a month, or a year or two from now, but right now, today!!!!